Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had split in half, midway down the length of the tubing, which resulted in a leak. The customer experienced elevated blood glucose levels.